Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had to have their extensor mechanism repaired. It is also reported that the surgeon changed out poly while in there.